Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted. The customer did not have a back up method of insulin delivery available; however, the customer indicated that backup therapy would be obtained.